Event description:
Additional information was received that reported the entire lead was explanted from the patient. It was also noted that it was not believed anything was wrong with the stimulator and that the patient was ¿obviously very psychogenic.¿ if additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of neurostimulator model 3058 (lot # njy168961h) showed no anomaly found. Final analysis of unknown lead showed lead body cut through, product segmented. No significant anomaly.

Event description:
It was reported, the implantable stimulator (ins) turned off and on after "switching a computer, a broadband router, a mobile phone." An attempt to reproduce electrical interference was unsuccessful. The reporter stated that it was his understanding was that the device was working properly and it was noted the patient "seemed to be a little psychogenic." No patient symptoms were reported. The device was explanted. Patient outcome was reported as "no relevant adverse events after explant."

Manufacturer narrative:
Product ID, neu_unknown_lead lot# unknown, product type lead (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.